Manufacturer narrative:
(B)(4).

Event description:
The service report shows that an 840 ventilator had a loss of breath delivery (bd) communications with the graphical user interface (gui). Device was not being used when event occurred. The customer reported to have replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.